Event description:
It was reported that the user received a glucose falling quickly alert, consumed approximately 2 ounces of juice, then received an urgent low soon alert with a blood glucose of 68 mg/dl; the agent advised treatment with 10¿15 grams of fast-acting carbohydrates, reviewed correction protocols, and recommended a confirmatory fingerstick. Symptoms included hypoglycemia. Outcomes included no hospitalization and successful self-treatment with oral carbohydrate. Investigation included complaint triage and user education on troubleshooting and correction protocol. Investigation of this case revealed no device malfunction reported and no device component issue identified, with cause unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive and could not be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.